Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that the controller is not holding a charge. Patient stated that they are having to manually charge the implant and the implant is only staying charged for 12 hours. Patient mentioned that they have a belt on back order and are struggling to charge without the belt. Patient rep asked about charge duration of implant when implant is empty; agent reviewed information. Patient inquired about their stimulation; agent reviewed that the stimulation turns off when the implant is below 30% and that they have to charge the implant up to turn the stimulation back on. Patient mentioned that they did not know that and thought that the stimulation was on the whole time and wish they would have known that information because they are in pain and thought the stimulation was still working as normal. Patient noted that all of a sudden the stimulator was not working for them when it has been the whole time and that charging is taking way longer. Patient rep stated that the patient has been in pain for going on 10 days now and that they have been waiting on the belt; agent reviewed belt information. Patient mentioned that they have been in severe pain for almost 2 weeks and that the implant has not been working for so long because they have not been able to get the implant to charge. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers back on. Patient inserted the battery and confirmed green flashing light above screen; controller looks almost full and implant is red/low. Patient mentioned that they got the battery empty cannot provide stimulation recharge implanted neurostimulator message. Patient confirmed no physical damage on recharger when asked. Patient then connected recharger and noted that they got the battery empty cannot provide stimulation recharge implanted neurostimulator message again; agent had patient unplug and plug the recharger into the controller. Patient stated that they were recharging excellent and the controller was 90% and the implant was empty. Patient rep reported if the patient moves an inch the charge session stops and they get no device found. Patient was able to charge again and was recharging excellent but the implant was still in the red. Agent reviewed with caller everything appears to be working as intended and instructed patient to charge their implant fully; agent reviewed that going from empty to full can take longer than the average charge session. Patient rep reported that they are going to do troubleshooting on their own and write down the battery percentages, recharge quality, and charge duration and call back if the issue persists. The troubleshooting steps that were taken on the call resolved the issue. See case (B)(6) for belt replacement. Additional information was received from the patient. It was reported that the cause of the controller not holding a recharge was due to there not being a way to secure the machine in place. The steps taken to resolve the issue included trying to hold in place lying down and another time with a belt. The patient received a new belt. The cause of the implant only staying charged for 12 hours was due to the hand monitor kept changing settings when at zero charge. The steps taken to resolve the issue included hopefully a new belt. The patient is still monitoring setting changes. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.